Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture due to patient condition. Subsequently, this rv was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.